Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that respiratory therapists had been unable to pull or override medications due to differing override group permissions. Assigned to the "basic" override group under the "inhalers" security group had limited their access. A technical support specialist (tss) aligned the respiratory therapists' override group settings customer to ensure consistent access and functionality during medication overrides. The system functioned as intended after the technical support specialist successfully troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 console albuterol nebulizer solution settings keep changing within the security group. The customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 console albuterol nebulizer solution settings keep changing within the security group. The customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.